Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted. The lead was attempted to be implanted at the left bundle area of the rv septum. The physician extended the helix and the helix locking tool was utilized to keep helix extended with clockwise full lead body turns into the left bundle area. The lead was fixated and began buckling at the tip end of the lead near the septum. The physician was not happy with the lead tests nor lead position and was previously told by the reps to turn the entire lead body counterclockwise without retracting the helix if he wanted to remove the lead. He began to retract the helix, using the locking tool and pulled on the lead. During minutes of struggle the helix began to elongate and ultimately broke from the lead body. The helix was left in the septum. The rest of the lead was intact and has been returned for analysis. The physician continued the procedure using other non-bsc lead that was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted. The lead was attempted to be implanted at the left bundle area of the rv septum. The physician extended the helix and the helix locking tool was utilized to keep helix extended with clockwise full lead body turns into the left bundle area. The lead was fixated and began buckling at the tip end of the lead near the septum. The physician was not happy with the lead tests nor lead position and was previously told by the reps to turn the entire lead body counterclockwise without retracting the helix if he wanted to remove the lead. He began to retract the helix, using the locking tool and pulled on the lead. During minutes of struggle the helix began to elongate and ultimately broke from the lead body. The helix was left in the septum. The rest of the lead was intact and will be returned. The physician continued the procedure using other non-bsc lead that was implanted successfully. No additional adverse patient effects were reported.